Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was 159 mg/dl at time of event. Additionally, it was reported that the customer experienced a low bg reading of "low" mg/dl on the continuous glucose monitor (cgm) and was ¿clammy and cold¿. Low bg cause was not known. Customer's daughter disconnected the call during troubleshooting; therefore, no additional information was known or reported. Reportedly, the customer's bg was corrected and became 154 mg/dl. Reportedly, customer resumed insulin delivery.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.